Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the pediatric patient experienced a skin reaction with rash, redness, inflammation, pimples, blisters, drainage, infection and broken skin under the entire patch area and surroundings, which occurred an unspecified day after the sensor had been inserted in the arm. The patient went to a "walk in medical centre" and reaction was treated with a prescription of oral amoxicillin (antibiotics) and steroid cream. At the time of the report the patient was good. The area was prepared with spray adhesive removal and cleaned before placing the sensor on the body. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).